Event description:
The ins battery has depleted and the patient wanted to know if it would cause her harm if not removed. The eos/eol message displayed. The patient was not sure exactly when the battery went dead but maybe about a month ago. The patient did not always use it and when she went to charge it up it was dead. The patient was not getting it replaced because she was old and has other health issues she needs to focus on. The patient has pain in her breast that she needs to get looked at. Additional information has been requested.

Manufacturer narrative:
Product ID 399930, lot# v008594, implanted: 2006 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).